Event description:
It was reported that the 9900 system c-arm is intermittently locking up. Workstation functions properly when this happens.there was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure replaced the generator interface board and reloaded software nodes. The system was tested and found to be working as intended and placed back into service.